Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to perform incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to perform incoming functionality testing) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the belt receptacle was broken from the monitor casing and the black hv wire was cut. The cause of the test failure was the physical damage to the belt receptacle. The root cause of the damaged belt receptacle cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective monitor.